Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high lead impedance in both configurations; the thresholds had elevated to 5v. The lead was capped and replaced.